Manufacturer narrative:
The device data generated an 0x68 occlusion alarm with timeouts toward the end of the device run. Inspection of the device found no damages or manufacturing deficiencies that would result in an occlusion alarm. Fluid path testing showed that fluid was able to flow freely with no issue. The exact cause of the 0x68 occlusion alarm could not be determined. During the investigation, the exposed portion of the soft cannula was observed to be stretched and measured out of specification. The timing and cause of this damage could not be determined. Cracks were found on the top housing. While cracks were found, it would not contribute to the reported event. The timing and cause of the cracks could not be determined.

Event description:
Not applicable as this event is not reportable.